Event description:
It was reported that a mini-cap was missing the iodine sponge. This was noticed upon opening of the device by the patient and before use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 1, 2014 to august 4, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient and event as (B)(4).